Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. A loss of therapy was reported. The rep took impedance measurements and all results were greater than 10,000 ohms. The rep did not test at 3 volts for fear that the patient wouldn¿t be able to handle it even though the patient was not feeling stimulation, because they reported a surging sensation previously if stimulation was up too high. There were no falls/trauma reported that could have been related to this issue. The ins had recently been replaced due to normal end of service and impedance values were all normal at the replacement and immediately post-operative the patient was able to feel stimulation and get relief. The patient/rep was to follow-up with a healthcare professional. X-rays were taken and showed nothing abnormal at the lead and lead/extension connection. They had a hard time getting a good image of the ins header because the ins was in the patient¿s belly. The issue began in (B)(6) of 2016, sometime after christmas. Additional information was received from the rep. It was reported that the patient was scheduled for a pocket revision on (B)(6) 2017. When the pocket was opened, it was found that both extensions were out of the header block of the battery. The physician replaced the extensions in the battery and tightened the setscrews on the extensions. The rep stated that the physician also tried to add additional strain relief to the extensions in the pocket. After this was complete, all the impedance values were within normal range.